Event description:
Pt had an order for negative pressure wound therapy. The machine was applied and would read "delivering therapy" and not suction the foam dressing down. Then later the machine would read "leak alert" and no leak was found . All the dressings, tubing and canister was changed out.